Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient presented with chest pain. The target lesion was 75% stenosed and located in the mid left anterior descending (lad). The lesion was 18.0mm long and the reference vessel diameter was 2.75mm. The patient presented with stable angina. Following predilatation, the 2.75 x 20mm taxus express2 drug eluting stent was deployed. The result was 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. The patient is reported to have experienced chest pain following the procedure. Medication was given and the event resolved without residual effects. The investigator assessed this event as possibly related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.